Manufacturer narrative:
Initial.

Event description:
It was reported that the patient perceived the replacement ilet pump to deliver insulin differently than the prior device, with increased insulin usage and reservoir refills about every other day, and the agent explained warranty terms, algorithm learning over several weeks, and potential escalation steps if low glucose persisted. Symptoms included low blood glucose down to 48 with adrenergic and neuroglycopenic manifestations, along with hot flashes/flushes and fatigue. Outcomes included the need for oral glucose to treat the hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no specific findings were available and that there was insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.